Event description:
It was reported to philips that system was taking extended time to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that system took extended time to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite disconnected the hospital lan cable, performed a system restart, and waited 15 minutes ¿ system failed to become ready confirming the error. To resolve the issue, the fse checked the psc connection and performed configuration and epx backup, performed software upgrade and reinstallation to the latest version. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.